Manufacturer narrative:
The investigation for the reported unexpected reboot has been completed. : the cause of the unexpected reboot could not be determined since the failure was not reproduced.

Manufacturer narrative:
The impella device has been received but has not yet been evaluated. When the device investigation has been completed or any new information has been received, a supplemental MDR will be filed.

Event description:
The user facility had a console and 5.5 supporting the patient admitted in with a high risk surgery. The console failed and was replaced during the support. There was no harm or injury from the malfunction, the support proceeded until explant after 80 hours of support.